Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The client was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when installing the system the camera cart experience the pcoip power cycle with the pcoip splash screen. The camera cart power cycled multiple times after powering on.

Manufacturer narrative:
The zero client was returned for analysis. Functional testing determined there were no anomalies with the device. The device was functioning as designed. If information is provided in the future, a supplemental report will be issued.